Event description:
The pt was implanted with two leads with the same lot number. It was reported the pt pulled on his lead and it broke in half. The physician explanted the lead. He is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.